Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) bottom confirmed that the tasp has fractured in half. The fracture is across the medial side along and just outside of the post. This device also showed damage on the posterior insertion edge; such as heavy nicks and gouges, dents, and scratches. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
This report is being amended to reflect changes in sections b4, g4, g7, h2, h9, and h10.